Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2003, due to periprosthetic fracture. The stem and head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."